Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the product-release judgement record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. The record of outer diameter and distal-tip fracture strength at the time of shipping inspection was confirmed for the product of the involved product code/lot number combination. No anomaly was found. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Please see MDR 2243441-2022-00020 for the importer report on this reported event. (B)(4).

Event description:
The user facility reported that the involved run-through wire was used for a coronary intervention. The wire was placed through the stent struts to perform the intervention. When the wire was removed, it got caught in the stent struts. As the wire was pulled back the wire tip was dislodged, and the wire unraveled. There was no patient injury, and medical or surgical intervention was required. The nurse stated that there was no direct allegation against the device. The event occurred intra-operative. The patient was in stable condition. The procedure was completed successfully. Additional information was received on 12 jul 2022: the procedure was completed using the involved device. The tip was not removed from the patient when it became dislodged. Testing was not performed to confirm tip location. Additional information was received on 13 jul 2022: a boston scientific ebu guide was used. The tip remained in the patient. It was unknown if the tip will be removed from the patient.

Manufacturer narrative:
Ashitaka factory was informed that the actual sample was not available. It is recognized that a fracture of wire occurs when the product is exposed to the following force. Using a factory retained runthrough ns, the distal end of coil was trapped, and the following forces were applied respectively. In each case, the niti core wire inside the platinum coil was fractured. Electron microscopic inspection of the fractured section of each niti core wire obtained following results. When pulling force was applied: the fractured site was tapered, the fracture surface was oblique, and a dimple pattern (a hole-shaped pattern) was observed. When repeated bending force was applied: the fractured site was twisted, and a dimple pattern was found on the fracture surface. When pulling force was applied to loop-shaped wire: the fractured site was curved and tapered. In addition, twist was observed on the fracture surface. When torque force was applied: the fractured site was found twisted. Based on the investigation result, as a possible cause of this complaint, the following factor was inferred. However, since the actual sample was not returned, the cause of occurrence could not be clarified. The distal end of the coil of the actual sample was trapped in the stent. The actual sample in the state described was exposed to one of the forces, which resulted in the fracture of niti core wire inside the platinum coil. Subsequently, removal operation was performed. As a result, the platinum coil was frayed and elongated. As the removal operation was continued, the platinum coil was fractured. Ashitaka factory is always making efforts to maintain the product quality by performing following control. After the coil/niti core wire fixing process, 100% visual inspection is performed to assure that there is no deformation on the coil. After the product assembling process, the outer diameter is measured on 100% basis so that it is assured that there is no anomaly on it. 100% tensile strength test is performed in the manufacturing process to assure that there is no anomaly in the strength. The fracture strength is determined by sampling per product code/lot in the shipping inspection, and it is confirmed that there is no anomaly in it. Please keep in mind the following statements in instructions for use (IFU): "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter.". "Manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent.".

Event description:
Additional information was received on 15 sep 2022: the wire involved was disposed.